Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the pump had no power and that the battery cap was not able to be removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/10/2015 with the following findings: a review of the pump black box data revealed no unexplained pump reboots. During a visual inspection of the pump, the battery compartment was observed to be cracked. The pump was returned with the battery cap stuck to the battery compartment. The battery cap was removed, but did not secure properly to the pump to maintain power and the cap threads were stripped; the complaint of a power issue was duplicated. A test cap was used to complete investigation. The pump was exercised for 24 hours with the test cap, and no power interruptions were observed. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored.

Manufacturer narrative:
(B)(6)..

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.